Event description:
It was reported that while using the bd pyxis¿ medstation¿ es auxiliary, device was not detected on the communication bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1.(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) logged in to station and found no drawer failure on the screen and also confirmed that there were no issues with the server, and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.